Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt slips lot, cracked display window, cracked reservoir tube, stained end cap sticker and cracked reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported of wearing insulin pump on hips. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.